Event description:
It was reported the patient received the following results within 15 minutes: hi (a result greater than 601 mg/dl) and a result in the low 200's (mg/dl).

Manufacturer narrative:
Product no longer available for return.